Event description:
It was reported that, increased capture thresholds were observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve this event. The patient was stable.